Manufacturer narrative:
The customer was unable to provide the sample. Review of the device history record showed that the lot was produced and released in compliance with all inspection requirements, no discrepancies were observed. Historical trending was done. The esteem neu-thera glove has passed a series of tests prescribed by regulatory agencies for the intended use. However, the possibility of some individuals experiencing reactions to certain chemicals or lubricants used during the manufacturing process cannot be ruled out. We will continue to monitor our complaints for any trends.

Event description:
A vascular surgeon in europe developed a rash after wearing the glove. He saw a dermatologist.